Manufacturer narrative:
During inspection and testing, the tissue pad was torn with a missing part and the metal part of the grasping section was visible through the tissue pad. There were also marks on the probe and the non-insulated area of the grasping section where they came in contact and were abraded, and the coating of the grasping section and probe was partially peeling. A review of the device history record found no deviations that could have caused or contributed to the partially missing tissue pad. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad damage occurred because output in seal and cut mode was activated while grasping nothing with the grasping section and probe tip (or continuing activation after transection of tissue) causing the tissue pad to be worn away and the non-insulated area of the grasping section touched the probe. Seal and cut output was then activated with the non-insulated area of the grasping section touching the probe which caused contact marks on the non-insulated area of the grasping section. A force to activate output in seal and cut mode, or a force to grasp tissue, was then applied to the probe which caused the probe damage error to occur. Output being performed while grasping nothing (including continued activation after cutting tissue) likely caused the distal end of the tissue pad to be peeled away. The tissue pad then fell away due to load being applied to the peeling tissue pad. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a laparoscopy surgery, two handpieces did not work and error message u504 was displayed on the generator when both were in use. The jaws of the device with lot number kr233199 broke off, outside of the patient, when it was placed on the table. The procedure was completed with a third similar device and there was no impact on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, part of the tissue pad was missing. This report is being submitted for the malfunction found during evaluation (tissue pad partially missing). This report is for the first handpiece (lot kr227559). The second handpiece (lot kr233199) is being reported on the medwatch with patient identifier (B)(6).